Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A definitive root cause could not be determined with the information provided. The calibration data was checked and was low but acceptable. A reagent issue can most likely be excluded. No further issues have been observed.

Event description:
The customer alleged they received questionable free thyroxine (ft4) results for 14 patients on their e602 analyzer. The customer stated they had been having difficulty calibrating ft since changing to a new lot. The customer was instructed to move the assay to a different module where the assay was performing well. The samples were repeated the same day on a cobas 6000 module. Please refer to the attachment to the medwatch for patient data. None of the discrepant results were reported outside the laboratory. There were no adverse events. The ft4 reagent lot number was 169440 and the expiration date was not provided. The field service representative went on site. He performed a liquid level detector check, assay performance testing, and blank cell calibration. The customer reloaded the ft4 reagent and will monitor for a week.